Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed), with a slightly deformed retracted helix-bent at the tip. It was noticed dried blood/body fluid in helix housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The laboratory analysis did not identify any lead characteristics that would have caused or contributed to the other reported clinical observations.